Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, flat creases and brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated and wear abrasion. Based on the device analysis the final assessment is one opening striated in the posterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and the patient¿s concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and an exchange from a textured to a smooth breast implant due to the patient¿s concern with the product. Device remains implanted.